Event description:
It was reported that during a normal follow up two months post implant, high capture threshold was observed. The patient did not need pacing, so the physician elected to monitor. More recently, the threshold had increased further. The lead will be checked again at patients next follow-up. There were no complications for patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.